Manufacturer narrative:
A maquet field service technician evaluated the device and found that the dust covers were not maintained in the spring arm. The fst reinstalled the dust covers and returned the device to service. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the dust cover or a detachment due to repeated collisions. Additionally the device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. The powerled series installation program includes a verification of all covers of the device.

Event description:
The customer reported that, during a procedure, a cupola piece fell into surgical field.there was no injury reported. (B)(4).